Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. The display screen was dim, faded and discolored. Unrelated to the display issue, a crack extending from the finger pad to the case seal was found in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim for about 2 months. Patient stated that there was no trauma or moisture exposure to the pump. Patient reported that the issue was not resolved by battery change. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.